Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
At one month visit, the patient reported post procedure chest pain (B)(6) after the superdimension enb procedure. A 650 mg tylenol was given. If additional information is received a follow-up report will be submitted.